Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres for 10 seconds, the balloon ruptured vertically at near the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.